Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 400 mg/dl. The customer reported other blood glucose values such as 343 mg/dl, the customer also reported that the insulin pump alarmed no delivery. The customer was assisted for insulin flow blocked alarm. The insulin pump will not be returned for analysis.